Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis with an ak 98 machine, the patient passed away. The cause of the death was not reported. It was reported that the patient was "receiving dialysis" at the time of death it was not reported if an autopsy was performed. The reporter stated that "this was not an unexpected death and made no claim against the product". The reporter declined to provide additional information.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. The complaints and service history review revealed no similar events occurred on this machine. The cause of the reported event could not be determined as no further details were provided. Should additional relevant information become available, a supplemental report will be submitted.